Event description:
It was reported that, an 840 ventilator had an oxygen sensor bad. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) verified the issue and performed the oxygen sensor calibration. Also the oxygen sensor was tighten accordingly the specifications. The unit passed all testing and operates within the manufacturing specifications.